Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Serial number (B)(4), lot number 62318. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts moved back, is sitting in the anterior chamber and not seen under the conjunctiva might be due to the fact that it failed to hydrate. While grasping with a forceps, the implant broke and was removed from the eye. Affected eye was left eye. Surgery was completed with another xen.